Event description:
It was reported that during a routine device changeout procedure, chronic high threshold was noted on the right ventricular (rv) lead. The physician elected to use a previously-capped pace/sense lead with lower threshold and cap the pace/sense portion of the rv lead. The high voltage portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, implanted (B)(6) 2006. (B)(4).